Event description:
Additional information received reported that all testing was within normal limits. No malfunctions were seen. The generator was placed in deeper pocket without disconnecting the lead. The outcome was the resolution of impingement symptoms from superficial position of the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va07d5h, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported neurostimulator (ins) was implanted to close to patient¿s skin, not deep enough. It was noted that the "ins was right on the top of the skin¿ which made it difficult for patient sitting comfortably. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated the implantable neurostimulator (ins) began eroding one month after the initial implant. The area was sore. The revision of the ins then occurred in (B)(6) 2014.